Manufacturer narrative:
The data logs were returned and show a slow increase in purge pressure and decrease in purge flow over multiple days/ purge system blocked and high purge pressure alarms were triggered. Motor current remained stable throughout the case. The root cause of the high purge pressure was most likely biomaterial in the purge gap because the increase in purge pressure was gradual, it had no effect of the motor current, and it was able to be resolved. No product was returned for this investigation. The root cause of the infection was most likely patient condition as the infection did not occur until day 25 of support and the pump was confirmed to be sterilized under validated conditions. Instructions for use for the related event are as follows: ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ . ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ . This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility in japan reported a 51-year-old male admitted in cardiogenic shock was implanted with an impella 5.5 for mechanical circulatory support. The complainant in japan had a 5.5 support of over 24 days. The team noted an infection that could have been due to the use of impella but, the causality is not known.